Event description:
It was reported that an alarm was heard but telemetry had not been performed. It was stated the pump was alarming because it was empty. The patient could not go back to the physician to have the pump silenced because of a fracture due to a fall. It was noted that the fracture was not related to the pump therapy. Additional information received reported based on the previous programming, the low reservoir alarm would have occurred at the end of (B)(6) 2015. The health care provider (hcp) was planning on dismissing the patient due to non-compliance and wanted the manufacturing representative to turn the pump off. The pump was infusing dilaudid (hydromorphone). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).